Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas stating that the patient experienced a blood glucose (bg) value of 529mg/dl. The patient reportedly was treated via correction injection. It was noted that the pump appropriately emitted two call service alarms on (B)(6) 2012; the patient was able to successfully clear the first alarm but had disconnected from the pump for several hours when the pump emitted a second call service alarm. It was noted that sometime during the night on (B)(6) 2012, the patient reportedly had delivered some insulin by pressing manually on the back of the cartridge. The reporter stated that she was aware that pressing manually back on the cartridge while delivering insulin was very dangerous. The reporter was reportedly unaware how much insulin the patient had delivered but that it did not effect his bg levels. Customer support (cs) reviewed the pump history and noted one call service alarm. There were no programming/settings issues noted with the pump. There was no indication of a pump malfunction. It was noted that the pump is not being returned and the patient resumed insulin pump therapy. This complaint is being reported due the patient experiencing a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg event because the patient did not respond to the alarm appropriately, had disconnected from the pump for several hours and had delivered insulin using the incorrect technique.